Event description:
"Situation: pump running ivf continuously alarming for downstream occlusion, resolved with removal of anti-siphon valve. Occurred on two separate occasions. Background: new line was hung running normal saline with anti-siphon valve properly in place according to reference guides, and the pump was persistently alarming for downstream occlusion. Assessment: all other aspects of the line and pump were assessed without issues, and nothing was clamped. Anti-siphon valve was removed from the line to assess if this was the problem and the alarm resolved. The fluids infused without further alarms without the valve in place. Recommendation: assess the reason the valve is causing downstream occlusion alarms, so that patients can receive the infusions they need while maintaining this safety mechanism." Manufacturer response for IV pump anti-siphon valve, IV pump anti-siphon valve (per site reporter). [Redacted date] sent to nniuc and children's safety rns as awareness we will be asking baxter to investigate this. Nnicu has had leaking tubing and questioning if the anti-siphon valve has had anything to do with it. Ce aware. Sent to baxter for them to investigate. Added to pump log.